Event description:
A pt reported experiencing inaccurate high results with a otp meter. The pt's blood glucose results were 157, 89, 101, 95 mg/dl. Tests were done within 10 minutes with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.